Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 177 mg/dl and the sensor glucose was 63 mg/dl at the time of the incident. Customer is unsure what is wrong with the sensor, but notes they calibrate 3 to 4 times3. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer late noted the sensor was curved when she removed it, and was able to self-treat with a bolus. Customer was advised replacement sensors will be sent out. The sensor not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.